Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the foreign material adhered to the location other than outer surface of the device, it is likely that the user could not remove the foreign material by reprocessing. It is likely that physical stress such as hitting/dropping the distal end, or chemical stress such as chemical solution used, made light guide lens glue peeled off, then moisture invaded and caused corrosion. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): detection method is described in gif/cf/pcf-190 series operation manual chapter 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material under the cracked light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.